Event description:
New information received notes that the right atrial lead was explanted. The patient weight was identified as 90 kgs. The lead helix would not retract.

Event description:
New information received notes that the right atrial lead appeared fractured post-explant and was alleged to be due to clavicular crush. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow up in clinic with presyncope. The patient also reported feeling a tearing sensation when working in a small space. Upon interrogation, it was found that the right atrial lead exhibited high impedance, low p wave amplitudes, and loss of capture. Programming changes were made to deactivate the lead and a lead replacement procedure was considered. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Inner insulation and conductor damage were noted at 24.9 - 25.2 cm from the connector pin consistent with clavicle crush damage. All five filars of the outer coil were fractured. This is consistent with the observation from the field of high lead impedance, under sensing, loss of capture and lead fracture. Additional damage found was consistent with the surgical procedure.